Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as unidentified (tear) opening, one opening on the posterior side assessed as surgical damage , one opening on the posterior side assessed as surgical damage like and opening crack side assessed as cracked valve seat diaphragm valve. Additional observations: ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.